Event description:
This system was removed due to a wound dehiscence and was discarded by the hospital.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.